Event description:
[Preferred term] (related symptoms if any separated by commas). Elevated blood glucose levels [blood glucose increased]. Insulin was leaking from the thread and was not injected [needle issue]. Insulin was leaking from the thread [device leakage]. Case description: this serious spontaneous case from germany was reported by a consumer as "elevated blood glucose levels (blood glucose increased)" with an unspecified onset date, "insulin was leaking from the thread and was not injected (needle leak)" with an unspecified onset date, "insulin was leaking from the thread (device leakage)" with an unspecified onset date, and concerned a 55 years old male patient who was treated with novofine (needle) from unknown start date for "device therapy", novorapid flexpen (insulin aspart) solution for injection, 100 u/ml (dose, frequency & route used: unk, unknown) from unknown start date for "type 1 diabetes mellitus". Batch number of novorapid flexpen has been requested. Action taken to novorapid flexpen was not reported. The outcome for the event "insulin was leaking from the thread (device leakage)" was not reported. Investigation results: name : novofine. Batch number : unknown. No investigation was possible, because neither sample nor batch number was available. Name : novorapid flexpen. Batch number : unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: no sample received. Insulin was leaking from the thread (device leakage) event added. Suspect product novorapid flexpen added. Manufacturer's comment updated. Narrative updated accordingly. References included: reference type: mw 3500a MFR. Rpt#. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Reference type: e2b company number reference ID#: (B)(4). Reference notes: manufacturer comment: 17-dec-2019: as the device (novofine needles) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case: (B)(4). 17-dec-2019: as the device (novorapid flexpen) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case: (B)(4). Reported event is listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid flexpen. Continued: evaluation summary: name : novofine. Batch number : unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
(Related symptoms if any separated by commas), elevated blood glucose levels [blood glucose increased], insulin was leaking from the thread and was not injected [needle issue]. Case description: this serious spontaneous case from germany was reported by a consumer as "elevated blood glucose levels(blood glucose increased)" with an unspecified onset date, "insulin was leaking from the thread and was not injected(needle leak)" with an unspecified onset date, and concerned a (B)(6)-year-old male patient who was treated with novofine (needle) from unknown start date for "device therapy". Patient height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus (duration not reported). Concomitant products included - novorapid flexpen(insulin aspart) solution for injection, 100 u/ml. Two years ago, on an unknown date, patient had elevated blood glucose levels of almost 800 mg/dl during use of novorapid flexpen and novofine needle. It was reported that, insulin was leaking from the thread and was not injected. Batch number of novofine needle has been requested. Action taken to novofine needle was not reported. The outcome for the event "elevated blood glucose levels (blood glucose increased)" was not reported. The outcome for the event "insulin was leaking from the thread and was not injected(needle leak)" was not reported.